Event description:
It was reported that the 8015 had battery issue. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported battery issue on the 8015 device was not identified during the customer call. After the replacement of the battery, the device failed to detect the new battery. It was recommended to send the unit for factory repair, but the customer chose to decommission the unit instead due to plans for new device replacements. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.